Event description:
Pt was given treatment for fields 1 and 2, after the second field treatment the first field was shown as open for treatment and would allow add'l treatment. On august 20, 1996, a pt file was created at the co station (next to the linear accelerator) with field 1. This field was then treated. A second field (field 2) was created and treated. The second field was created without the use of control c (copy field function). It was then noticed that the first field indicated it was available for treatment without the field being called up for treatment again. The pt file shows field 1 did accumulate its daily dose but this field does not show on the treatment history. The log list shows that both fields had been treated normally. There were no edit doses performed on this pt.